Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had keypad anomaly, rewind anomaly and failed battery. The customer blood glucose was unknown. The customer reported that the buttons were less responsive and need to be pressed several times to get it to register. It was reported that the motor was louder during rewind and insulin pump also rejected new batteries. The insulin pump will not be returned for analysis.